Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin.net device transmission with noise reversion episodes. Upon review, the egms were caused by high-amplitude noise artifact on the v sense amp channel greater than the amplitude of r-waves. A lead replacement will be discussed. Lead remains implanted.